Event description:
It was reported that during central processing, inspection of the fenestrated bipolar forceps instrument alleged an exposed wire on the conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the fenestrated bipolar forceps instrument involved in the complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument. The fenestrated bipolar forceps instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The conductor wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged conductor wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.